Event description:
Leak tvn went to patients home with dn & found that the device was on continous therapy, green light on, -120 the pump was quiet no change in the speed of the pump at anytime and the dressing had leaked and pt bed was all wet. Black foam used as a filler and bridging technique.

Event description:
The device was on continous therapy, green light on, the pump was quiet no change in the speed of the pump at anytime and the dressing had leaked and patient bed was all wet. Black foam used as a filler and bridging technique.